Event description:
A user facility reports a capsule rupture associated with an intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 08/11/2008 and 08/25/2008 by phone, fax, mail. A completed questionnaire has not been received. This report was mailed to FDA on: 09/05/2008.